Event description:
I had the essure coils placed in (B)(6) 2013. I had a MRI scan done after I injured my back at work. The scan was performed on (B)(6) 2013. While I was in the MRI machine, and after the MRI was complete, I began experiencing horrible pelvic pain. I called and set up an appointment to meet with my obgyn that placed the essure coils. He also said it was too coincidental that the pain started right after an MRI was conducted being that the company that makes essure says MRI's are completely safe. Needless to say, on (B)(6) 2013 I lost my tubes and the essure was removed. After I came out of surgery, the only pain that remained was where the incisions were. I haven't experienced any more pelvic pain now that the essure has been removed.